Manufacturer narrative:
Exemption number: e2015015. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
(B)(4). - the dentist reported that 2 years and 4 months after dental implant was installed in intraoral region 3#, its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved and the patient presented bone type ii.